Event description:
A study showed that 9 patients had worsening seizures after they were implanted with the aspiresr device. Out of the 9 patients, 5 patients were newly implanted with vns and four patients underwent generator replacement. Additional relevant information has not been received to date.

Event description:
Additional information was received from the neurologist and author of the study. The physician reported that he does not believe that seizure worsening observed in all reported patients is related to their vns therapy. When calculating for seizure frequency in the study, numerical values for seizure estimates were recorded during clinical appointments . Those seizure estimates were then averaged by appointment for one year before and one year after surgery. Those frequency numbers were then used to determine if seizures improved, stayed the same, or worsened over time. When numerical values for seizure frequency were not recorded within the clinic notes, language was analyzed to determine seizure frequency change. The physician believes that this method is not appropriate because not all seizures are equal. A patient may have more seizures from one clinic appointment to the next, but the seizure severity might have dramatically improved.